Event description:
The customer reported that there was no sound from an obtv unit.

Manufacturer narrative:
The customer reported that there was no sound from an obtv unit. Further investigation verified that there was no adverse impact of this problem. It was determined that a connector was not connected and reconnection solved the problem. We will consider this loss of audio to have been caused by user error. No further action or investigation is warranted. (B)(4).